Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he had lost his insulin pump but he found it last night. Customer has a loaner pump but wants to use his pump. Customer stated that he had been in a diabetic coma. Customer was getting ready to go to a dialysis treatment, but he had not eaten anything all day. Customer's wife found him on the floor and she called the paramedics. Customer stated that he was taken to the hospital where he was admitted. The hospital found other issues with his back and they did surgery. Customer had some alarms in the alarm history including: an unexpected restart, an external ram error, and a displayable history check failed on start-up. Customer stated that the pump was stored or not in use for an extended period of time. Customer's blood glucose was 21 mg/dl when he was waiting on the dialysis vehicle to pick him up. Customer stated that the pump was stored with a dead battery for an extended period of time. Pump also passed the self set.